Manufacturer narrative:
Patient identification and weight are not available for reporting. Patient age reported as 40¿s. Date of device migration is not known. This report is for an unknown multiloc screw. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported only as one month prior to confirming device migration. Device has not been explanted. Complainant part is expected to be returned for manufacturer review/investigation after explantation, but remains implanted. Concomitant device therapy date reported only as one month prior to confirming device migration hospital contact telephone is not available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Review of x-rays confirms one screw penetrating out of cortex. Due to limited information, determination of possible causes is not possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported on (B)(6) 2017 it was noted the multiloc screw had penetrated through the humeral head. Patient underwent a procedure to repair a proximal humerus fracture approximately one month prior to finding the issue with the multiloc screw. It was confirmed by computerized tomography (CT)/3d-CT images that the screw was placed properly but had penetrated through the humerus approximately 1 cm toward the glenohumeral joint. No post-operative dislocation in the proximal part of the humerus was confirmed. Union of the surgical neck of the humerus had been in progress. A revision surgery for removal of the screw is planned but has not yet occurred. Patient outcome reported as okay. Concomitant device reported: 8 mm multiloc proximal humeral nail-right (part 04.016.034s, quantity 1). This report is for one (1) unknown multiloc screw. This is report 1 of 1 for (B)(4).